Event description:
From outpatient visit note: patient states that his black connector on controller seems to not be fitting into the mpu black connection as well lately. Upon inspection of the mpu, it was discovered that there was a bent pin in the black connection. Due to this being a safety concern, new mpu will be issued to patient today. Equipment taken out of service: heartmate mobile power unit serial or lot number: (B)(4), mpu ac power cord lot 6991186 replacement equipment supplied: heartmate mobile power unit serial or lot number: (B)(4), mpu ac power cord lot 7299595 based on "uch equipment management plan for durable ventricular assist device" is this equipment appropriate for a warranty replacement request to manufacturer: yes, as new mpu was issued on 1/27/20, and is less than 12 months old. FDA safety report ID # (B)(4).